Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 cubie pocket was failed and attached with duplicated pocket. A technical support specialist ran a query to check for duplicate pockets and found a large number of duplicates and followed knowledge article titled "med es - cubie duplicate address detected" and emailed customer requesting a hard reboot, with instructions to wait three minutes before powering the station back on confirmed with customer that customer was able to fix the issue and manually recover the affected pockets and mentioned that this issue had occurred on other devices as well. Advised customer of the root cause documented in knowledge article and instructed her to contact bd if the issue reappeared and also noted that a field service engineer might be needed to check the row board and replace any affected cubies and got permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3 experienced a cubie pocket duplicate address detection. The customer reported that this issue occurs intermittently on pyxis units and causes delays in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.